Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 230 mg/dl. The customer is pregnant. The customer was advised to call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.